Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the quantum2 displayed a hardwire failure error soon after using the wand in an arthroscopy. After the problem, a functionality check was done and occurred that a flexible part of the wand occurred an electric spark. This failure mode was confirmed during functionally check for the device in the air, not in the saline solution. No patient injury, delay or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The insulation is cracked. During functional testing the device was plugged into the controller and registered settings (1,6). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.